Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received stating the pt had an anaphylactic reaction during use of the endobronchial tube. No permanent impairment or harm to the pt.